Event description:
The complainant alleged that during biomed testing of the device it displayed fault code message "defib fault 72" and "pacer disabled" there was no pt involvement with the reported malfunction.